Manufacturer narrative:
Investigation summary: it was reported that a 64-year-old male patient underwent a right sided atrial flutter (r-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The first part of the procedure was an atrial fibrillation with cryo. After the right atrial flutter radio frequency ablation, the physician diagnosed cardiac tamponade on intracardiac echo (ice). At that point, the patient became hypotensive, and pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was transferred to the intensive care unit (ICU) and required extended hospitalization. Patient¿s outcome is improved. The device was visually inspected, and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested, and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed, and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30068045l number, and no internal actions was found during the review. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a right sided atrial flutter (r-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The first part of the procedure was an atrial fibrillation with cryo. After the right atrial flutter radio frequency ablation, the physician diagnosed cardiac tamponade on intracardiac echo (ice). At that point, the patient became hypotensive, and pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was transferred to the intensive care unit (ICU) and required extended hospitalization. Patient¿s outcome is improved. Physician is unsure about the causality of the event. Transseptal puncture was performed during the case. There was no evidence of steam pop during the ablation. The catheter irrigation was set at 8 ml/min for ablation under 30 watts. No error messages were observed on any biosense webster, inc. Equipment during the procedure. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were 2 mm 4 seconds 30% over 3 grams. No additional filter was used. The color option used prospectively was time. The biosense webster, inc. Product analysis lab received the device for evaluation on may 16, 2019, and it was it was noted that on initial visual inspection that there was no visual damage or anomalies observed.